Event description:
It was reported that during a procedure to directly stent the right coronary artery (rca), a promus rx 3.5 x 28 mm stent delivery system (sds) was slow to inflate but eventually deployed the stent successfully on the first inflation of 9 atmospheres for 25 seconds. The sds was also reported to be slow to deflate but eventually completely deflated. The initial indeflator was changed to an unknown indeflator, to determine if this was the cause of the slow deflation. Reportedly there was no issues with the indeflator. The stent was post-dilated to complete the procedure. There were no reported adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch, additional information was received stating that resistance was met on removal of the stent delivery system from the deployed stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. (B)(4) - no pre-dilatation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure/partial/difficult inflation and deflation were not confirmed. Difficulty removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.